Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 1.9 mmol/l (34.2 mg/dl) while wearing the pod between 5 and 24 hours. The patient loss consciousness and was transported to the hospital by ambulance. The paramedics lost the patient's personal diabetes manager (pdm) during transportation. The pod was removed at the hospital and the patient was treated with insulin and glucose utilizing intravenous therapy.